Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the describe event or problem for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was capped due to loss of capture and a new lead was implanted. Following the revision procedure, the lead measurements were stable and within normal limits. No additional adverse patient effects were reported.